Event description:
The health care provider confirmed the cause of the event was unknown. The device was reprogrammed on (B)(6) 2013 which provided coverage in his back. Hospitalization was not required.

Event description:
It was reported that the patient's stimulation was intermittent. It was stated that the stimulation was supposed to be for his legs and lower back, but he sometimes did not feel it even though he increased the stimulation level. It was stated that the patient "never had therapeutic effect." The patient was redirected to their healthcare provider. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).